Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported device cannot bootup. There was no patient involvement.

Event description:
Customer reported device cannot bootup. There was no patient involvement. There was no adverse patient impact reported.